Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 06/28/2019. Device returned to manufacturer: yes. Device evaluation: the returned pcb00 device was received in the original folding carton. The plunger was advanced for delivery and found locked. There were no assembly errors observed; there is no visible gap. The pcb00 device was observed under microscope and traces of viscoelastic were observed in the cartridge. Directions for use z311134p dfu, tecnis itec preload pcb00,1st revision a includes the following: completely fill the viewing window with ovd (ophthalmic viscosurgical device). The lens was not returned; stress marks on the cartridge indicate the lens was delivered out of the insertion device. The reported device problem codes of stuck in cartridge and haptic damaged were not verified. A product quality deficiency could not be determined since the pcb00 preparation for insertion could not be recreated, the pcb00 is a single use device. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed no additional investigation request related to this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was stuck in cartridge and haptic was broken. There was no patient contact with the product. No other information provided.